Manufacturer narrative:
It is not known which device (14f or 16f glidelight) caused the injury. The lot #s of both devices are not available from the facility. Model #s for the devices are as follows: (B)(4).

Event description:
Right-sided lead extraction to remove four leads, three of which were dual coil ICD leads. Each of the leads was prepped with an lld. The physician worked from one lead to another trying to get through scarring switching between a 14f and 16f glidelight laser sheath. All of the leads were removed. Once the 4th lead was extracted, a slow drop in blood pressure was noted. A pericardiocentesis was performed; however it was not successful, so a sternotomy was then done. An injury in the medial svc was discovered and repaired. The patient has since been discharged and is doing well.